Event description:
During incoming inspection, the distributor rejected this device, 139112ext, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is confirmed. Received twenty-two 139112ext in original packaging. Lot number was verified. Evaluations were performed on thirteen samples. Performed a visual inspection, six packages have an encroachment in the seal, one package is not sealed at one end, three of the packages have a channel within the seal. Three of the packages have a channel within the seal. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging on seven out of the thirteen packages have an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: inspect and test each device before each use this issue will continue to be monitored through the complaint system to assure patient safety.